Manufacturer narrative:
A lead experiencing high impedance was reported to abbott. The lead was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined. The lead was explanted and replaced to address the issue.

Event description:
It was reported surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
It was reported that the patients lead displayed high impedance. Surgical intervention may be pending to address the issue.